Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 09feb2021. The image(s) was reviewed, and the complaint condition of broken was confirmed as the image(s) showed the expedium verse drag ring has broken from the tulip head of the screw. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot = product code: 199721735s lot number: 124965. Device history review =the DHR of product code 199721735s, lot 124965, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on march 20 ,2017. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of broken was confirmed as the image(s) showed the expedium verse drag ring has broken from the tulip head of the screw. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Product code: 199721735s. Lot number: 124965. Device history review the DHR of product code 199721735s, lot 124965, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on march 20, 2017. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During removal strips of titanium sheared from the screw head and were spread around the surgical site. The risk to the patient required time to be taken to locate all fragments of the screw thread to ensure none was left in the wound. When removing a 5-level fixation l2-s1 due to infection the correction keys stripped the screws internal thread. This caused small strips of titanium to be spread around the spine. Images of damaged implants and fragments attached. A request has been made for the implants to be sterilized for further inspection. This complaint involves unknown number of devices. This report is for (1) 5.5 exp verse screw 7.0 x 35. This report is 1 of 3 for (B)(4).